Manufacturer narrative:
Manufacturing date: december 07, 2007. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records, certification test values and acceptance criteria. All parts of the lot were checked 100% for features and for function at the final inspection. The device is approximately 91/2 years old. No non-conformance reports were generated during production. A product investigation was completed: the trial-implant shows deformation on the proximal end of the square connecter mechanism. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Due to the damage we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information it is impossible to determine the exact cause for this occurrence, but it is most likely a result of the combination of applied forces (hammering) and not properly assembled. Also is this part not a single use instrument and is more than 8.5 years old, based on this it cannot be determined how many times it has been used. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a prodisc l procedure the trial implant was noted to be damaged and could not be loaded onto the handle. The trial was inserted by hand and a mallet and punch were used. There was a 30 minute delay due to the reported event. There was not reported patient harm and the surgery was successfully completed. This report is 1 of 1 for (B)(4).